Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having inadequate stimulation. It was determined that there were few contacts showing high impedances on the lead. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced per physician's preference. The patient was doing well post-operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having inadequate stimulation. It was determined that there were few contacts showing high impedances on the lead. The patient will undergo a lead replacement procedure.